Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated the patient went to the hcp the other day for programming. Caller stated the patient was retaining urine and has had to go to the ER for retention every 5 to 6 weeks lately. Caller stated the patient's symptoms return 'periodically'. Patient currently has a catheter. The caller stated symptom stated before 2019. Caller stated at the hcp office, they were unable to get past the 'sync programmer and neurostimulator screen'. Caller stated in the past when she could increase the patient's stim by a tenth the patient would say it is too high and she would be shaking all over. Caller stated she thinks this is psychological. Caller stated the patient is currently at 1.1.caller will be calling back with patient and pp to troubleshoot not being able to get past the 'sync programmer and neurostimulator screen'. There were no further complications reported.